Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The explant surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prefyx sling system device was implanted into the patient during a prefyx mid-urethral sling with cystoscopy procedure performed on (B)(6) 2007 for the treatment of stress urinary incontinence. The patient had a preoperative history of obesity, depression, sleep apnea, cesarean section, bilateral tubal ligation, hysterectomy, and lap band surgery. Following the procedure, on an unspecified date, the patient presented with fairly recent onset of worsening voiding dysfunction, recurrent infections, and exposed sling vaginally. On (B)(6) 2020, pelvic imaging showed band of echoes coursing posterior to the urethra, tot type sling, located approximately 2.8 cm from the bladder neck, with concern for exposure into the vagina. On (B)(6) 2020, cystoscopy revealed evidence of urethral narrowing mid to distal urethra. Bladder wall appeared very trabeculated. Infection was noted. Retroflex view of the bladder neck confirmed mild trigonitis with large pus pocket on the right side near the ureteral orifice. On (B)(6) 2020, vaginoscopy revealed mesh sling exposure at 6 to 9 o clock at level of mid urethra. On (B)(6) 2020, the patient underwent cystoscopy, transvaginal suburethral sling release, fulguration of chronic trigonitis, and repeat cystoscopy for recurrent infections, exposed transobturator tape type mesh sling in the vagina, and voiding dysfunction. Surgical findings included exposed distal vaginal mesh sling, very distorted and narrow urethra during cystoscopy distally, and chronic trigonitis with pus pockets. Uneventful fulguration was followed by uneventful suburethral sling release and removal. Cystoscopy at the end of the procedure revealed a wide open urethral lumen with no distortion seen anymore.